Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced blockage at site. The site was patient's leg. No further information available.